Event description:
It was reported that during a colectomy procedure, the device clips would not advance. Half the clips are released and then remain into the instrument. The surgeon used 2 instruments instead of one to finish the procedure.

Manufacturer narrative:
Eval summary: the analysis results found that the mcm30 instrument (a & b) was returned with cartridge cover cracked. The instrument was cycled and ejected the clips due to the cartridge cover condition. No conclusion could be reached as to how this damage had occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.